Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, a brainlab navigation unit was not sent to a tkr surgery from the s+n warehouse, as booked. The procedure was performed, after a non-significant delay, by changing the surgical technique to an instrumented tka. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the unkn robotics dev, part number unkn061000000, serial number unknown, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported event may have been associated with a shipping problem. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.